Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: in 1998, customer's doctor prescribed the use of an insulin pump with an infusion set. Allegedly on multiple occasions she failed to receive the correct doses of insulin to manage her diabetic condition. The customer was hospitalized numerous times and involved in a car accident as a result of receiving improper amounts of insulin. She has suffered and will continue to suffer. Nothing was further reported.